Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The field service representative adjusted the cuvette rinse station. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The analyzer's serial number is (B)(6) the investigation is ongoing.

Event description:
There was an allegation of questionable lipase colorimetric assay results for several patient samples on a cobas c 303 analytical unit. Only one example was provided: the initial result was 200 u/l. The repeated result was 20 u/l.